Event description:
The ge oec 9600 fluoroscopy system booted up with ma on in error message. System removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a failing battery pack that was replaced. Additional errors were repaired by rotating the analog/digital buffer chips on the support board for proper contact and re-seated the connectors. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.